Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 301 mg/dl. The customer reported a no delivery alarm from the insulin pump during bolus. Troubleshooting was done. The customer reported that the insulin did exit. The customer was advised that there may be a possible site related issue due to a bent cannula or a site or infusion set occlusion. No additional information was provided.